Manufacturer narrative:
Follow-up # 1 date of submission 08/20/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 07/26/2013 with the following findings: during investigation, the pump history was reviewed and showed evidence of load step malfunction illustrated with several no cartridge detected warnings on the reported event date. The pump powered on and displayed the verify screen. The pump passed the ¿ez-prime¿ steps and was found able to load and prime a cartridge. The force sensor calibration and resistance were found not to be within required specifications. When the pump¿s cover was removed and pump disassembled, contamination was found on the force sensor plate. Unrelated to the force sensor issue, evaluation revealed a dim and discolored a display screen. A test screen was inserted for evaluation and was found to function properly. Also unrelated to the complaint, the battery compartment was observed to be cracked, extending from threads down to the finger pad. The reported load step malfunction was not able to be duplicated during testing.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly dispensed insulin during the load cartridge step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.